Event description:
The manufacturer received information alleging a ventilator's display was blank. The device was not in patient use. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.